Event description:
A customer reported an issue with their pump's touchscreen, which was unresponsive and did not allow interaction. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump with assistance from technical support, but it remained unresponsive. As a corrective action, technical support arranged for a replacement pump and guided the customer on using multiple daily injections as a backup therapy to ensure insulin delivery continuity. The customer received instructions for returning the faulty pump and setting up the replacement.